Event description:
An 8dct tracheostomy tube was placed in a patient in o.r. And failed by the time patient had reached the ICU. The patient was returned to the o.r. And a second tracheostomy tube was inserted. The patient coughed and this tube came out. The patient was then intubated with an endotracheal tube and placed on a ventilator. The first tracheostomy tube involved is reported on 2936999-2008-00235. The tube was discarded.

Manufacturer narrative:
The tube was discarded, and therefore not available for failure investigation. The lot number was provided and the manufacturer will review the lot history records. No analysis or conclusions can be drawn.